Event description:
Swelling and induration.

Manufacturer narrative:
It was reported that the device was 28 mm when measured rather than 35mm. Due to this, redness and swelling occurred causing him to go to the emergency room. He received IV antiobiotics and was admitted to the hospital due to concerns of infection. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.